Event description:
On (B)(6) 2012, the reporter contacted animas, alleging a prime (load step malfunction) issue. The patient could not verbalize the exact issue. Review of the pump history revealed low prime volume. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Recall # 2531779-03/24/2010-003-r.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: history showed some loss of primes and occlusions and call service alarms. There was no evidence of malfunction in the black box. During investigation loss of prime with load non-zero force and occlusions were verified in black box. The black box recorded several cs 054-0000, none were reproduced during investigation. A pump rewind, load, and prime steps were performed with no loss of prime. Force sensor calibration was out of specifications. Unrelated to the complaint, evaluation revealed a cracked display screen, which has no effect on insulin delivery function.